Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: cut in video cable and image quality. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a cut in video cable and image quality. There was no patient involvement.